Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection of the suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, identified that the anchor was not returned for investigation. Functional testing was not performed due to the damage to the device. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart repair surgery the anchor broke in many small pieces during insertion. The bigger parts were retrieved from the patient but the small fragments could not be found and remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company. It was not necessary to switch the surgical technique or do a second surgery.